Event description:
The facility representative contacted baxter to report an infusor that had a leak that caused a breach in the sterile fluid path. The leak occurred after being stored overnight at room temperature. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed. All release criteria were met for the production of this batch. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.